Event description:
It was reported that, the patient underwent transforaminal lumbar interbody fusion surgery at l1-2 using rhbmp-2/acs,10 mm spacer, cap locking revolve and screws.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.